Manufacturer narrative:
Corrected data: h6: 4627 should be added for correction. H6: 2682 should be added for correction. Claim# (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -14.00/+4.5/110 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was removed on (B)(6) 2023 due to excessive vaulting and shallowing of the anterior chamber. The lens was replaced with a shorter lens and the problem was resolved. The eye is well.